Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a spanish-speaking patient using the ilet experienced a prolonged low blood glucose following multiple duplicate dinner announcements and subsequently administered a manual insulin injection during the low; later, the patient had elevated glucose after eating without announcing a meal. Symptoms included dizziness, feeling cold during the low, and feeling a little out of it during the high. Outcomes included no need for third-party assistance, no professional medical intervention, and no hospitalization. Investigation included review of device data and user interaction to assess meal announcement behavior and education on proper treatment of hypoglycemia and the importance of timely meal announcements. Investigation of this case revealed user-related factors, including duplicate meal entries contributing to hypoglycemia and missed meal announcement contributing to hyperglycemia; the device issued low alerts as expected and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and inappropriate corrective action for hypoglycemia.